Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria. The physician attempted to recapture the device, but had difficulty in doing so. Eventually the physician recaptured the device and removed it from the patient. Upon inspection it was noted that the distal end of the device had been damaged. The procedure was completed with a new device and there were no other complications that were reported to have occurred.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system with the implant in the sheath. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. There were numerous kinks to the sheath and the tip was damage. There were striations on the inside of the sheath at the distal end, which are consistent with recapturing an implant. The implant had damage to the anchors. The implant was deployed during analysis with no issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported difficulty recapturing the implant.

Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria. The physician attempted to recapture the device, but had difficulty in doing so. Eventually the physician recaptured the device and removed it from the patient. Upon inspection it was noted that the distal end of the device had been damaged. The procedure was completed with a new device and there were no other complications that were reported to have occurred.